Event description:
On 08/02/2009, the pt reported that since the previous month, she has received 3 e4 (occlusion) errors on her insulin infusion device. She stated that as a result of the first occlusion she had an elevated blood glucose reading of 505 mg/dl. She corrected her reading by bolusing insulin via injection. On follow up with the pt the following day of report date, she stated she received an e4 with 150 units of insulin remaining in her cartridge. She said, she tried to complete a prime with the tubing attached, but received an e4. She was advised to use a new tubing. She did so and was able to prime the tubing, and reconnect to her headset without error. Site rotation was discussed with the pt. She stated she has had a lot of surgeries and has scar tissue in her abdomen area. Courtesy cartridges, adapters, infusion sets, and a guide to infusion site management were sent to the pt. Later the same day, the pt called back and stated, she is using an infusion set from a new lot number and her blood glucose has decreased to 322 mg/dl. She said she thinks her infusion device is causing the recurring e4's. She was advised to switch to her backup device for troubleshooting purposes. The next day, the pt's husband stated the pt switched to her backup infusion device and her blood glucose decreased. She has had no further occlusion errors. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.